Event description:
On 3/6/1999 the account reported a negative testpack plus hcg combo result for a serum sample. The same sample was retested at another site with a quantitative assay and a result of 43 miu/ml was obtained. Another sample was drawn on 3/9/1999 and a weak positive result was obtained with a different testpack plus hcg combo lot number. A total hcg test was performed on the sample from 3/9/1999 and a result of 88 miu/ml was obtained. No treatment was given based upon the initial negative result.